Event description:
In 2001, the cryopreserved pulmonary valve, and homograft in question was implanted into a patient of unknown medical history. At approximately one and a half years post-implant, the pulmonary homogaraft was reportedly removed secondary to stenosis.